Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that log files were submitted for analysis. The patient's pulsatility index (pi) had risen to over 11 when their flow was down to 1.7. Those events only occurred when patient was sleeping. The patient had recently experienced hypertension during cardiac rehabilitation, with a mean arterial pressure (map) greater than 100mmhg, which was attributed to high salt intake. The site adjusted the patient's medication from losartan 50 mg to nifedipine 30 mg. Patient kept dizzy without further alarms, they continued nifedipine 30 mg on (B)(6) 2026 morning and decreased losartan 50 mg, but the patient called about low flow alarms. Patient recently had an echocardiogram (echo) after those alarms and right ventricle (rv) was only mildly dilated. Patient was also reported to be symptomatic because of taking the new blood pressure (bp) medication nifedipine which was discontinued. The prior regimen of losartan was resumed at 25 mg with plans to titrate back to the previous dose of 50 mg. The patient was also administered a normal saline (ns) bolus and advised reducing salt intake. The site asked tech services to assess for any cause of concern in regard to patient's outflow cannula. The patient¿s international normalized ratio (inr) was 3.0. Review of the log file captured a low flow event (B)(6) 2026 at 03:26 with flow noted as low as 1.4 lpm. It appeared that those lower flows were likely patient related and not ventricular assist device (vad) related as they were associated with elevated pi values which could have been due to reduced preload or increased afterload. The device operated as expected. The cause of low flow alarms was determined to be hypertension. The low flow alarms resolved after increasing antihypertensive medication.